Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the right posterior tibial artery. A 1.25mm peripheral rotalink® plus was selected for use. An 6fr introducer sheath and a 0.009 rotawire were placed in the target lesion,100psi was set for nitrogen gas and rotational speed was set at 165,000rpm. After procedural steps of draw test, the rotablator catheter was advance to perform ablation. However, after 10 seconds the burr got stalled and became stuck in the lesion. The burr was then removed after resetting the console and dynagliding back. The procedure was completed with another of the same device. No patient complications were reported.